Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case/abnormal shutdown) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging the connector from the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a damaged monitor.